Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). This patient was concerned that her meter was more than 10 years old and wondered if it needed service. She noticed that inr results of 4 and above from the meter showed a larger difference when compared to measurements performed in the laboratory using the thromborel s method. A sample from the patient was tested using the meter, resulting with a value of 6.5 inr. Within 2 hours, a sample from the patient was tested in the laboratory using the thromborel s method, resulting with a value of 4.6 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient did not have any changes in diet or lifestyle. The patient's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.